Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by overrotation. The analysis of the lead demonstrated an abrasion of the lead's outer insulation. The interaction between the lead and the heart should be taken into consideration. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Furthermore coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. No sign of a material or manufacturing problem was present.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted and replaced due to intermittent and loss of capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.